Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. No device shutdown was observed during testing, and the device manually powered on and off without errors. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the device turned off and wouldn't turn on again. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the device turned off and wouldn't turn on again. No patient impact or consequences were reported.